Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All information was investigated and a cause for the reported physical resistance/sticking associated with the difficulty in removing the lock line resulting in clip opening while locked cannot be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the lock line and clip opening while locked. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, resistance was met when retracting the lock line (ll). The ll was able to be removed however post deployment, it was noted the clip appeared to relax a bit and opened to 10 degrees. A second clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.